Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that today, when she just changed her infusion set, the infusion set's tubing detached at the quick release and it was not secure at the site connector. The site location was at the right side of her abdomen and the pump was in her right pocket. Moreover, the infusion had been used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set and it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that today, when she just changed her infusion set, the infusion set's tubing detached at the quick release and it was not secure at the site connector. The site location was at the right side of her abdomen and the pump was in her right pocket. Moreover, the infusion had been used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.